Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. (B)(4).

Event description:
It was reported that the tube of the unometer was kinked when unpacked.